Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, disconnecting the rear pulse wire from the distribution node pca. The open wire disrupted the driven ground signal, causing the ECG fall-off failure. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.